Event description:
The user received questionable hemoglobin a1c (hga1c) results from the cobas c501 analyzer serial number (B)(4) that were discovered when a doctor caught the discrepancies and reported the issue to the laboratory. Of the data provided for 12 patient samples, the results for five patient samples were discrepant. All repeat testing was performed on (B)(6) 2011. Patient sample 1 initial result was 13.6% and the repeat result was 5.8%. On (B)(6) 2010, patient sample 2 initial result was 13.5% and the repeat result was 6.0%. On (B)(6) 2010, patient sample 3 initial result was 12.4% and the repeat result was 6.2%. Patient sample 4 initial result was 12.8% and the repeat result was 5.8%. Patient sample 5 initial result was 11.9% and the repeat result was 5.9%. No patients were treated based on the erroneous results. Amended reports were generated for the samples with discrepant results. Upon evaluation of the analyzer, the field service representative found the rinse nozzle was over filling the reaction cell and a worn dryer tip was causing a fluidic failure of the rinse. He adjusted the rinse level and replaced the dryer tips. To verify the analyzer operation, he ran precision testing with results within specifications.